Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken grip at the grip base. A piece approximately 0.18" x 0.72" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that the customer had physical damage to the fenestrated bipolar forceps instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: it was confirmed that the instrument was damaged and there was no patient involvement.